Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a simplicity procedure, the generator would not reach temperature and the procedure was delayed. The cables were replaced with no resolution. The lesion setting was changed from monopolar to dual polar and the target temperature was reached. The procedure was delayed by 50 minutes and the patient became uncomfortable while laying down due to the procedure delay however the procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was returned for investigation. Ac power was applied to the rf generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. Based on the information provided to abbott and the investigation performed, the reported temperature issue and subsequent procedure delay was unable to be confirmed. The returned product functioned properly during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.